Manufacturer narrative:
B3: event date unknown device evaluation: one device was received. There was not any repair in the last 12 months related to this complaint. A visual inspection found the device in good condition. During the functional testing, the customer reported issue was able to be confirmed. The cause of the issue was found to be user error. An overtightened oxygen hose to input fitting can loosen the input fitting when trying to disconnect oxygen hose from input fitting. The input fitting was retightened.

Event description:
It was reported that the device had an oxygen inlet loose. There was unknown patient involvement and unknown patient harm/adverse event reported.